Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked at the ¿heat seal seam near the hole for the IV bar hook.¿ the leak was noticed after compounding "(after the em2400 had pumped the fluids into the bag while on the load cell, then leaking is noticed afterwards).¿ the leak was greater than a pinhole; approximately the diameter of a "toothpick". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4. Additional information: d9, g4, h3, h4, h6, h11. H4: the lot was manufactured between january 22, 2024 - january 23, 2024. H11: the actual device was received for evaluation. Visual inspection was performed and the reported issue was not easily identified. Functional leak testing was performed and a bag weld seal leak was identified at the top left near the hanger hole of the bag; the top weld seal of the sample bag was defective. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to a variation in the manufacturing equipment weld process, causing the top of bag weld defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.